Event description:
Practitioner removed stent delivery system from protective tubing. Upon inspection it was noted stent and protective covering had dislodged from the balloon delivery system. Stent and covering were found in the protective tubing.